Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were recently hospitalized due to a high blood glucose level over 300 mg/dl. Customer also reported a blood glucose level of 500 mg/dl. The customer was not wearing the insulin pump at the time of admission, but had been off for less than 48 hours. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.